Event description:
During use of the device for a non-clinical activity, the user reported error code cf08 occurred. No other details regarding the nature of this event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.